Event description:
It was reported, the md inserted the iab via the femoral artery "after hrs" in 2006. The pt was scheduled for open heart surgery the next day, after the iab was inserted, the pt was moved to the cvu. The ap waveform was via the fos, and the cl ap signal was sent to the monitor. On 12/08/2006 at approx 6pm, the nurse practitioner phoned the arrow clinical support (acs) hotline to report the central lumen was lost; however, the ap waveform was present on the pump via the fos. On the same day, acs arrived at the facility and found the pt had a significant amount of "pan-edema". The staff had already d/c'd the central lumen and labeled it "do not use". The fos was working and the ECG was clear, "trigger on pump was in pattern". The bpw was not as good as it should have been. The nurse on duty explained that everything was fine until they "lifted" the pt for her kub. After the lift, the central lumen "flattened out". The pt was in a 1:2 and it was assumed by the nurse they were weaning the pt off the iab. In the meantime, the "assistance" that it was giving was excellent. It did drop about every 20th beat or so but this did not adversely affect the pt. Eight days later, the acs learned the md had removed the iab via cutdown due to thrombus. A follow-up report will be filed if more info becomes available.